Event description:
This complaint is now reportable per the investigation completed on 8/20/207. It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft kink occurred. The 80% stenotic lesion was located in the calcified and moderately tortuous distal right coronary artery (rca). During introduction of the guidewire into the vessel, the physician "felt resistance." Upon examination of the device outside of the body, the physician noted that the shaft was kinked. Therefore, the device was exchanged for another of the same, and the procedure was completed with this device. No patient injuries or complications were reported. Patient status is listed as "good." A core wire fracture was noted during device analysis. Further information has been requested, but has not been received.

Manufacturer narrative:
The unit was received with the distal end of guidewire bent. Device analysis revealed a spring tip kink, coil separation, and a core wire fracture 2cm from the ballweld tip. The fractured core wire was sent to the analytical lab for scanning electron microscopy (sem) analysis. The report indicated that "the fracture surface is characterized by material cracking and propagation caused by a reversed bending. Compression zones were observed. No material anomalies were noted." According to the dfu, "excessive force against resistance may result in separation of the guide wire tip, damage to the catheter, or vessel perforation." The manufacturing records for this batch were reviewed and no anomalies were noted. Upon review of the device analysis and event description, it can be determined that the root cause of the core wire fracture is damage associated with handling.